Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was not receiving adequate pain relief and therefore was not using their scs system. The system was explanted.